Event description:
A caller reported experiencing a cartridge alarm with their insulin pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller independently reloaded the same cartridge and was able to successfully resume insulin therapy. Technical support plans to follow up with the caller about possibly emailing cartridge instructions, but the issue was resolved with the customer advised to call back if it recurs.